Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked case at the reservoir tube window corners and cracked battery tube threads. A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 200 mg/dl at the time of the incident. The customer stated that they had trouble holding the reservoir in place. The customer stated that the o-ring is missing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.